Manufacturer narrative:
Product event summary: analysis was unable to reproduce customer's observations or complaint. The device was received in good cosmetic/mechanical condition and passed its incoming test on the automated test console. It was noted that the bail and ring covers were broken.

Event description:
It was reported that the external pulse generator initially failed its self-test, generating an affiliated error and that the unit was then not responding after power-up. The generator was returned for service. No patient complications have been reported as a result of this event.